Event description:
It was reported that the patient experienced a skin reaction at the infusion site after approximately 49-71 hours of Pod wear, which subsequently progressed to an infection. The patient reported developing pain, redness, and inflammation, described as a large lump resembling a boil, as well as purulent discharge (pus) at the site. Blood glucose levels were also reported to have increased to approximately 17.8 mmol/L (~320 mg/dL), prompting the patient to seek medical attention. The patient reported presenting to an urgent care facility at Great Western Hospital approximately two months prior to reporting the event, where they were diagnosed with a skin infection and prescribed antibiotics. The specific event date was not provided; therefore, the event date included in this report is approximate. No medical intervention or treatment was reported for the elevated blood glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: L2+Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.